Event description:
The hospital reported that, at the start of a case, prior to delivering anesthesia, the unit was alarming high positive end-expiratory pressure (peep). The customer reported they were getting tidal volume readings and the patient's chest was noted to be rising. The clinician had difficulty ventilating in mechanical and manual modes. The patient desatured (40% range), was switched to an ambu bag, and was resuscitated. A second crna came in the operating room. The patient was reportedly placed back on the machine, and difficulty in ventilation was noted. The patient was switched to an ambu bag again. An anesthesiologist came in the room, the patient was placed back on the machine, and the same reported difficulty in ventilation was noted. The machine was replaced and the case was finished with no reported patient injury.

Manufacturer narrative:
Ge healthcare's investigation in ongoing. A follow up report will be submitted once the investigation has been completed.